Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Visual inspection was performed; this showed the tubing/connector was missing a component. The returned device leaked during functional testing. The issue was confirmed during testing. The issue was determined caused by a solvent application problem during manufacturing. In response to the issue, the solvent dispensing equipment was quality checked by the quality engineering department and the production personnel was notified of the issue.

Event description:
It was reported that the connection of the luer-lock connector was loose.